Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since starting on the pump, the customer has transposed the blood glucose (bg) value and carbohydrates amount when entering values into the pump and requesting a bolus. The customer stated that the mistake has always been noted prior to delivering the bolus and the customer was able to back out of the bolus screen. There has been no impact to the customer's blood glucose level.